Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The device was explanted and was found to have "rolled over...displaced away from the area of the hernia defect. The perfix plug was separated from the fascia and excised in total." Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent umbilical hernia repair. A bard/davol perfix plug was implanted in the patient during this repair. On (B)(6) 2018: the patient underwent recurrent ventral/incisional hernia repair and removal of old mesh. The physician noted the perfix plug mesh has "rolled over...displaced away from the area of the hernia defect. The perfix plug was separated from the fascia and excised in total." Ni/ni/ni: the patient continues to suffer chronic pain and soreness around this umbilicus. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.